Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide within the advancer tubing with a lidstock and transduction probe. The guide wire showed evidence of use. The guide wire was observed to have two bends near the distal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The bend in the guide wire was located 565 mm from the proximal tip. The kink was located at 577 mm from the distal tip. The overall length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between 565-577 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the spring wire guide (swg) was found kinked during use. No patient harm reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported the spring wire guide (swg) was found kinked during use. No patient harm reported.